Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735225, serial / lot #: unknown. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was freezing frequently during practice runs. The computer was planned to be replaced. No patient was present at the time of the event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9734477, serial/lot: (B)(4), UDI: (B)(4). Analysis results for the returned system computer were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code, result code and method code pertain to the system checkout. Conclusion code, result code, and method code pertain to the system computer analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hardware analysis could not confirm the reported behavior; no fault found. (B)(4). If information is provided in the future, a supplemental report will be issued.